Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft was implanted in a patient for the endovascular treatment of pau (penetrating atherosclerotic ulcer) and imh (intramural hematoma) of the thoracic aorta. It was reported that after the procedure was competed, completion angiogram showed exclusion of the pau. It was reported that cta carried out 5 days post index procedure, prior to discharge, showed a new dissection proximal to the thoracic stent graft and the imh appeared to have increased with more additional involvement of the transverse arch. As per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is being monitored.